Event description:
It was reported via phone call, that the ambulance was called and the customer was hospitalized on (B)(6) 2015. Customer's blood glucose levels at the time of hospitalization 27mg/dl. The customer stated that they forgot to disconnect before going to sleep, and when she woke up she felt paralyzed.it was not mentioned if the customer was wearing the insulin pump at the time of hospitalization.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.